Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was -3.75%., without claves, the accuracy reading was -2.76%., with the walkmed bag the accuracy reading was -11.37%, the mod test was -1.89%. And bench accuracy was -3.45%. There was no patient involvement.